Manufacturer narrative:
The product has not been returned to the manufacturing site. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A scrub nurse reported that while preparing a preloaded intraocular lens, resistance was felt upon advancing the plunger. She did not feel that it was safe to proceed due to the force that was required to advance the lens to the pause location. A new lens was opened to complete the procedure.

Manufacturer narrative:
Product evaluation: the device with the lens was returned loose in a bag. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has advanced the lens mostly into the nozzle entry area. The plunger has underride the lens while still in the lens loading area. The trailing optic portion is lifted, folded under, and broken. The trailing haptic has been advanced under the trailing optic, looped around the plunger tip, and is broken in the optic/haptic junction. The leading haptic is extended. The nozzle was cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. All product and batch history records are quality reviewed prior to product release. A qualified viscoelastic product was indicated. Root cause: a plunger underride in the loading area was observed. This was most likely the cause of the reported complaint. The trailing haptic was also misfolded under the optic and looped around the plunger tip. The observation of a plunger underride while the lens was still partially within the lens loading area may indicate that the delivery rate was faster than the recommended rate. Plunger underride may occur: due to rapid advancement faster than the dfu recommend rate. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. If the device is overfilled with ovd, this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).